Event description:
It was reported that the video system center had displayed an e226 error. The event occurred during inspection for use. No patient involvement was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.